Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the slap hammer malfunctioned during the procedure, failing to grip the femoral component. The broken instrument was not in contact with the patient, and no pieces of the broken device were left inside the patient. No harm was reported. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d1, d9, g3, g6, h2, h3, h4, h6, h11. The following sections was updated: h6 - component code. Product was returned and visually assessed. It shows signs of use (scratches and surface marring). Spring is fractured (not all returned). The instrument has a potential field life of 8 years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. A definitive root cause could not be determined however the instrument shows signs of extensive use over it's time in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.